Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient had a pressure bandage for six hours. During getting up the patient collapsed and at first, they thought the patient had a stroke. After further diagnosis a surgery due to retroperitoneal bleeding was needed. First bleeding was stopped during the operation, then bleeding happened again and during the operation the patient died. The surgeon reported that the vessel was punctured at three different places. Puncture was slightly higher than recommended because stenting was planned. Puncture of the internal epigastrica could be seen in pictures. A hematoma was present. A pre-deployment angiogram was performed. It was a right femoral artery puncture. The patient status following the event was stable. Additional information was received on 12june2020: the puncture site was too high. It was possible that the epigastric artery was double wall punctured through into the femoral artery. The surgeon reported that there had been three arterial holes.